Event description:
It was reported during a diagnostic laparoscopy while using the atw35 the device was fired and upon the fourth firing the device formed a partial staple line. A new cartridge was loaded and the device would not fire. A second device, the tsw35, was pulled and upon closing and attempting to fire the tsw35 the device would not fire. A third device was pulled, the atw35, and upon closing the device and attempting to fire the device would not fire. The case was completed with the dcs12 and cautery.